Event description:
It was reported that the right ventricular delivered therapy due to oversensing. It was also reported that the lead's impedance was gradually decreasing below two hundred ohms and was suspect of an apparent insulation failure. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and had cosmetic environmental stress cracking, there was a white substance on the outer insulation and there was apparent explant damage.